Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. (B)(6).